Event description:
Caller reported not seeing drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. The caller completed steps to remove air from the cartridge and used room temperature insulin, but declined to fill and load a new cartridge as advised, expressing reluctance to waste more insulin.